Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indications for use were other non-malignant pain and spinal pain. The patient¿s medical history included 3 kinds of cancer, chemotherapy, radiation and 74 operations. On (B)(6) 2018 the patient reported that she had an MRI in 2014 with the pump and wasn¿t told to go back to the healthcare provider after the MRI to have the pump checked. Per the patient, all of a sudden she was getting ¿10 instead of 0.1¿, she was getting 10 times more medication than she should have been. The patient was itchy and was in the ER (emergency room) for 2 days. No further complications were reported or anticipated.